Event description:
It was further reported that the patient underwent a right knee surgery and approximately 2 months post-op, the patient was revised due to pain and femoral loosening. All components were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; d1; d2; d4; d6a; d6b; d10; g1; g3; g4; g6; h1; h2; h4; h6. D10: 42522400710 - articular surface fixed bearing posterior stabilized (ps) right 10 mm height - 67052398. 42542007502 - tibia fixed cemented right size f stem extension use required - 66367116. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due to loosening. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown prk articular surface - unknown. Unknown - unknown prk tibial component - unknown. G2: foreign country: australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . The event cannot be confirmed. Visual examination of the provided picture identified three explanted components: a femoral component, a polyethylene articular surface, and a tibial baseplate. All components show signs of use such as biological debris and blood. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by a healthcare professional. Review of the x-rays state that the component fixation is limited by poor image quality however there is no gross evidence of femoral or tibial component loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.